Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they had been getting multiple "ise internal reference" alarms on their c501 analyzer. The customer stated that the alarms have been occurring a lot recently and the field service engineer has been at the site multiple times. The customer mentioned that the sample probes have already been changed on the analyzer. The customer stated that they received questionable results for an unspecified number of patient samples tested for multiple assays during a sample run. Of the affected samples, the customer provided data for three patient samples that had erroneous results that were reported outside of the laboratory for ise indirect na for gen.2 (sodium). The customer said that there were no clots in the samples and that none had hemolysis, icterus, or lipemia. The first patient sample resulted as 132 mmol/l for sodium and this value was reported outside of the laboratory. The sample was repeated on a different c501 analyzer, where it resulted as 141 mmol/l. The repeat result was believed to be correct. The second patient sample resulted as 131 mmol/l for sodium and this value was reported outside of the laboratory. The sample was repeated on a different c501 analyzer, where it resulted as 139 mmol/l. The repeat result was believed to be correct. The third patient sample resulted as 128 mmol/l for sodium and this value was reported outside of the laboratory. The sample was repeated on a different c501 analyzer, where it resulted as 137 mmol/l. The repeat result was believed to be correct. The patients were not adversely affected. The sodium electrode lot number and expiration date were asked for, but not provided. The customer mentioned that he looked at the reference cartridge after the event on (B)(6) 2016 and found salt on it. The customer cleaned off the cartridge, but did not change it. The customer also changed all the ise reagent bottles prior to a visit from the service engineer. The field service engineer determined that the ise fluid path was compromised. He replaced the ise sipper tube, pinch valve tube, and sipper nozzle. He cleaned deposits off of the ise reference electrode. He successfully completed ise checks. The customer successfully completed calibration, controls, and processed numerous patient samples with no issues. The customer later confirmed that there have been no further issues since the service visit. The customer mentioned that he looked at the reference cartridge again on (B)(6) 2016 and did not see any more salt.